Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6, (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h8. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon initial inspection of the instrument. Did verify in the service error log that system logged. Fault no. 53 fos continuous bit failed. Reboot the system in clinical mode. Connected the fiber optics test module with the standard catheter balloon and trainer. Unit was able to calibrate with fiber optic module attached. Able to start balloon therapy without issues. Allowed unit to continue testing for 45 minutes. Reboot the system in service mode. Performed fiber optics module test. Unit was able to record values in proper range according to the service manual. Could not duplicate fiber optic failure. I further inspected the unit and notice that the fiber optics extension assy was broken at the blue connector. Replaced fiber optics extension cable assy. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a fiber optic failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.